Event description:
It was reported that ten days post-op of a gastric sleeve procedure, the patient returned to the or to correct a leak. It is unknown how the leak was detected. Once in the o.r, it was found that the staples had not formed correctly. The area of the leak had been stapled with a green cartridge using synovis buttressing.

Manufacturer narrative:
(B)(4). The surgeon confirmed that no issues were noted in the preliminary operation. He noted that the upper gi was negative for a leak in the initial procedure. The patient returned to the ER. An additional laparoscopic robotic exploration was completed and malformed staples were found. These malformed staples were recovered and sent for evaluation. The surgeon was informed the staples were confirmed to be from a green cartridge and well formed.

Manufacturer narrative:
(B)(4).